Event description:
Pt presented to the emergency room with chest pain. The diabetic and obese pt had history of femoral graft repair. A prolonged cardiac cath and interventional exam followed with a sts plus angio-seal device (size unk) to seal the arteriotomy site; the site may have been through a femoral graft. The pt was discharged and 5 days later returned to the emergency room with fevers, chills and a painful knot in the groin area which was red and swollen. The pt had developed an infection at the arteriotomy site. A surgical debridement procedure followed and the angio-seal was removed. The pathology report indicated bacteremia with mrsa; the pt is hospitalized and receiving treatment with vancomycin (dose unk).